Manufacturer narrative:
The investigation determined that assay results were associated with the incorrect patient name when using the vitros xt7600 integrated system. The root cause of the event was determined to be user error due to improper use of sid numbers. The vitros xt7600 integrated system in use during the event was operating as intended. The customer confirmed they were reusing sid numbers every 50 days without ensuring that the previous program associated with the sid was processed to completion or deleted prior to reuse. Email address for contact office in field above is (B)(6).

Event description:
The investigation determined that assay results were associated with the incorrect patient name when using the vitros xt7600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected the customer identified the discrepancy, and no mis-associated results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).